Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: the complaint is able to be confirmed via medical records. There is no evidence to suggest an edwards manufacturing defect. A pra/CAPA/scar is not required. Root cause analysis: per the event description, "it was learned through implant patient registry and medical records that a 25mm 3300tfx aortic valve in the pulmonic position was explanted after an implant duration of seven (7) days due to high gradients and the valve was found to be tilted. The explanted valve was placed with a 29mm 11500a inspiris resilia aortic valve. Per medical record, patient initially underwent pvr with a 3300tfx, rvot reconstruction, and tv repair. Due to delayed poor wound healing, the patient required debridement of sternal wound and woundvac placement. Patient developed klebsiella vap, and blood cultures tested positive for mssa bacteremia. Patient returned to or on pod#7 for redo-pvr due to continued rv failure (high gradient on pulmonic valve) and possible valve displacement. Intraoperatively, the pulmonary valve did not appear to be infected but was found to be in a tilted position medially. Rvot was extensively reconstructed. Tee showed widely patent rvot with no regurgitation and trivial tricuspid regurgitation. Patient was taken to the ICU. This is a 29-y-o male with a history of tof s/p btt shunt (1994), modified blalock-taussig shunt then complete repair with tansannular patch (1996), asd repair (2008), pulmonary stent placement, chf, hypothyroidism, vt, aflutter, pulmonary htn, trisomy 21, adrenal insufficiency, obesity". Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The most likely cause is patient and procedural factors, including rvot reconstruction surgery, multiple prior cardiac surgeries related to congenital heart disease. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (type of investigation).

Event description:
It was learned through implant patient registry and medical records that a 25mm 3300tfx aortic valve in the pulmonic position was explanted after an implant duration of seven (7) days due to high gradients and the valve was found to be tilted. The explanted valve was placed with a 29mm 11500a inspiris resilia aortic valve. Per medical record, patient initially underwent pvr with a 3300tfx, rvot reconstruction, and tv repair . Due to delayed poor wound healing, the patient required debridement of sternal wound and woundvac placement. Patient developed klebsiella vap, and blood cultures tested positive for mssa bacteremia. Patient returned to or on pod#7 for redo-pvr due to continued rv failure (high gradient on pulmonic valve) and possible valve displacement. Intraoperatively, the pulmonary valve did not appear to be infected but was found to be in a tilted position medially. Rvot was extensively reconstructed. Tee showed widely patent rvot with no regurgitation and trivial tricuspid regurgitation. Patient was taken to the ICU.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it was not returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 3300tfx aortic valve in the pulmonic position was explanted after an implant duration of seven (7) days due to unknown reason. The explanted valve was placed with a 29mm 11500a inspiris resilia aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.